Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing and loss of capture on the right ventricular (rv) lead was noted. The rv lead was capped and replaced. The patient was in stable condition.